Event description:
It was reported that a patient underwent an endoscopic hysteromyoma resection on (B)(6) 2013 and suture was used. The needle was broken when the surgeon sewed the uterus. The surgeon retrieved the broken piece immediately. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a needle that was missing the point end was submitted for this evaluation. A visual inspection revealed indents and scuff marks around the break areas produced during handling by a surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. In order to avoid this kind of damage the package insert cautions: to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.